Event description:
It was reported that, "during reflex ug surgery, insertion direction of the screw is displaced. The surgeon extracted the screw and confirmed it, the thread of the screw was worn. He used other new screw and finished the surgery."

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event of wear on a reflex hybrid variable angle self-drilling screw was confirmed via a visual evaluation. The correspondence indicated that the insertion direction of the screw was displaced; therefore, the screw was not inserted using the correct trajectory. Manufacturing records were reviewed, but no anomalies were found. Conclusion: since the screw was not inserted following the correct trajectory, we can conclude that the cause of the material wear was due to the improper insertion of the screw.

Event description:
It was reported that, "during reflex ug surgery, insertion direction of the screw is displaced. The surgeon extracted the screw and confirmed it, the thread of the screw was worn. He used other new screw and finished the surgery."